Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set was leaking while the twist clamp was closed. This was noticed during use of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye and noted broken occluder feet on the main body component. Functional testing including leak testing and clear passage testing were performed with no issues noted. Clamp function testing failed due to a broken occluder feet that allowed to flow through the mini set with the twist clamp engaged. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.